Event description:
Chronic conjuctivitis; inability to see, blepharitis; swollen irritated eye lids, occupational hazard. Tearing chronically two mos, extremely contagious; notify employer and anyone I touch about virulent pink eye. Eyes feel like they are being stabbed, burning, prickling. Migraines. I am being observed for fusarium keratitis; it starts w/eye infections, necessitates corneal implants.